Event description:
On (B)(6) 2011, pt reported the down button on the infusion device does not respond and all other buttons continue to function as intended. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.